Manufacturer narrative:
A ge service rep performed an investigation. An interconnect cable has been ordered as a replacement for the existing cable. It is believed that once this cable is replaced this will address the reported issue. If additional info indicates other issues, they will be reported as required.

Event description:
It was reported that the image on the 9800 system was going blank when the c-arm was moved. It was noted that the system would show no image on the monitor cart and appears to be going out. There was no report of pt injury.